Event description:
A customer reported that their pump screen was dark and would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to check the power source and attempt to restart the pump. Eventually, the pump began functioning again when placed in a location away from humidity and heat.